Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The product was subject to handling and the reported damage was highlighted post implantation. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, lens was scratched in the central part in delivery system. The lens was left implanted in the patient¿s eye so as not to leave aphakia and this generated a poor vision in the patient of 20/800. Additional information received stating that it was planned to explant the lens since the patient did not have good vision.